Event description:
The contrast was being run through the piv [peripheral intravenous line] connector tubing (bd maxguard kink resistant extension set with needleless y-site), and the pressure blew a hole in the tubing, causing contrast to leak out and his IV to bleed through the hole in the tubing. Tegaderm and old tubing removed; replaced with new tubing and tegaderm; piv remained patent. Tubing: bd maxguard kink resistant extension set with needleless y-site: ref: mx9060, lot: 24099252, exp: 2027-09-06,